Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 230 mg/dl, 213 mg/dl, 225 mg/dl and 469 mg/dl when all tests were performed within 10 mins on the aviva sys. Rptr indicated that he is not sure if he experienced any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement prod was sent.